Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of over 400 mg/dl since (B)(6) 2012. She believes the infusion device delivers too little insulin. She corrected elevated blood glucose via infusion device and insulin pen. When she corrected elevated blood glucose via pen her levels returned to normal. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.